Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system. It was reported the pt developed symptoms of a headache and vomiting after the procedure. The pt went to the hospital and her leads were removed on (B)(6) 2013. The pt was treated with intravenous fluids and was discharged with a complete recovery of symptoms. The physician stated the issue could have been related to possible stenosis in the pt's neck, dehydration and/or sedation.